Event description:
It was reported that the device and leads were explanted due to infection. It was further reported that during the explant procedure the patient had episodes of ventricular tachycardia/ventricular fibrillation. The patient was converted with shocks from the device and drug therapy. The patient also developed hypotension which was resolved with additional medication. The device and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The (B)(4) lead is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. (B)(4): the partial lead was returned in segments and analyzed with no anomalies found. There was a white substance and cosmetic depression on the outer insulation. (B)(4): the partial lead was returned in segments and analyzed with no anomalies found. There was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned and analyzed with no anomalies found. There was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled and there was apparent explant damage.